Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl; cause was unknown. Bg was addressed via a cartridge change. Tandem technical support attempted to troubleshoot with the customer regarding the reported issue, customer declined. No additional information available.